Event description:
The hemostasis valve was leaking air. Customer was able to remove 300cc of fluid by putting their finger over the valve to stop the air leak. The pt had a pneumothorax as a result. Further conversation with the customer revealed that the pt had an x-ray which confirned the pneumothorax. The pt did not require chest tubes and the pneumothorax resolved on its own.